Manufacturer narrative:
(Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the displacement test and self test. No unexpected pump error 3 alarm noted during testing. Successfully downloaded history files and traces using thus. Pump error 3 alarm and pump error 54 alarm was recorded and found in the formatted history file on (B)(6) 2022 at 18:29:11.000 and (B)(6) 2022 at 18:29:13.000. Pump error 3 alarm and pump error 54 alarm due to software error (linenumber = 1421; filenumber = 32122). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, motor or vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. Pump error 3 alarm and pump error 54 alarm were confirmed. Pump error 3 alarm and pump error 54 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back of the battery compartment. The insulin pump had pump error alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.